Event description:
During deployment of the knee scorpion needle a small fragment of the metal distal tip broke off the suturing device. X-ray was obtained. The md determine risk out weighed the benefits. The patient was made aware and was in agreement with the md decision. Manufacturer response for arthrex knee scorpion needle, arthrex (per site reporter). This was a loaner from arthrex. Arthrex rep [name redacted], was aware and advised to dispose of product on 10/3/24.